Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an apply sample message. The medical affairs specialist mailed a letter on november since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began a few days prior to calling. She continued to take her set amount of oral diabetes medications. (Amaryl 4 mg and glucophage 500 mg, 2 pills each). She also takes lantus, however, she skipped her insulin dose. One day earlier, in the evening she was feeling shaky. She had something to eat/drink. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient alleged she developed symptoms that can be associated with hypoglycemia after the reported issue began.